Event description:
It was reported that an axis 2 brake error occurred on the da vinci surgical system patient side manipulator (psm) arm 3. An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the error and confirmed it through review of error logs. The arm was replaced to correct the reported problem. No patient involvement or impact occurred. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments.

Manufacturer narrative:
The patient side manipulator (psm) arm was returned to isi for failure analysis investigation. Engineering found that the psm failed the in-house weighted brake drop test. Failure analysis confirmed the reported brake failure along axis 2. The axis-2 brake, gear, shaft, and bearings were replaced to correct the problem. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the patient side manipulator arm failing the weight drop brake test during failure analysis. Although this was found during failure analysis investigation and no patient injury occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.